Event description:
The manufacturer received information that a garbin evo ventilator required maintenance. There was no serious patient harm or injury that occurred or was reported. The ventilator was returned to a third-party service center for evaluation. The device log files were successfully downloaded and reviewed in full. Log review confirmed the occurrence of a ¿ventilator inoperative¿ alarm related to the machine flow sensor. This error indicates that the machine flow sensor drifted above specification (>0.2 lpm). The machine flow sensor was replaced to address the issue. Additionally, findings unrelated to the reported malfunction were identified during evaluation. The blower assembly required replacement due to an alarm indicating the blower intake air filter was clogged and a motor controller error that resulted in the motor entering a shutdown state. The system printed circuit assembly (pca) was also replaced due to errors indicating that the device calibration table was not set or was corrupted, and that the sensor offset during drift calculation was too high. As part of routine preventive maintenance, the air inlet foam filter and particulate filter were replaced. The customer complaint was confirmed. The device has been serviced, inspected, tested, and met acceptance criteria in accordance with all of the applicable customer requirements.